Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment and keeping the backward tension, the starclose se device came out of the artery and vessel access was lost. The locator wings were found to be open. No extra pulling force was reported. Hemostasis was achieved using a femostop and a similar bandaging system. There were no reported adverse pt effects. No additional information was provided.

Event description:
Subsequent to the initial medwatch, additional information was received indicating that on (B)(6) 2010, the stenosis was in the proximal portion of the stent in the mid to proximal left anterior descending artery. It appears that the patient was only in the hospital that day.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the device was partially deployed, with fully open and bent locator wings. This is consistent with accidentally pulling the device out of the anatomy with force when retracting it to position the wings against the arterial wall, resulting in loss of arterial access. During lab testing, the device was cleaned, reassembled and redeployed with successful results. Based on the investigation findings, the device performed according to specification and a root cause related to the reported event could not be determined. The probable root cause for the bent locator wings and the reported loss of arterial access is incorrect technique. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4) (pt selection - severly obese); (B)(4). The device is expected to be returned for evaluation. It has not yet been rec'd.